Event description:
A consumer reported that following intraocular lens implant surgery, she noticed a constant line on the temporal periphery of the lens. Also, she reported that when she looked down, she experiences a shaky sensation, as if the lens were shaking inside her eye. Her surgeon told her that she will get used to the line and that the "shaky sensation" would improve with time. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).